Manufacturer narrative:
The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and verified that the issue was resolved.

Manufacturer narrative:
The customer called technical support to report that the screen was not displaying. The manufacturer's product support engineer (pse) performed an initial evaluation--although the screen remained off for a few seconds after startup, airflow was being delivered. The pse confirmed that the issue could not be duplicated once the screen was displayed and found that the issue occurred only when the device temperature was in low status after powering on. The pse stated that the issue would be resolved by replacing the faulty central processing unit (cpu) printed circuit board assembly (pcba), so the cpu pcba needed to be replaced. A service proposal for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal:(B) (6). Reporting institution phone #:(B) (6). Reporter phone #:(B) (6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was not displaying. There was no patient involvement at the time the issue was discovered as the issue was observed immediately before the device was used on a patient. No patient or user harm was reported. The device kept operating when the issue was discovered. The sales representative (rep) visited the hospital and replaced the device with another v60. There was no reported delay in therapy. The customer called technical support to report that the screen was not displaying. The investigation is ongoing.